Event description:
The consumer called into customer care about his back-to-back blood glucose readings which he felt "that they were not right." It was reported to nova biomedical that a consumer received a result of 51 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 99 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use, however, the consumer did not follow the instructions in our directions for use.

Manufacturer narrative:
Related medwatch reports: 3004193489-2015-00092. The meter and test strips will be returned for evaluation. Test strip lot #1020414147, expiration date: 06/2016, control solution lot #1030214093, range 82-127 mg/dl. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.